Manufacturer narrative:
The malfunctioning sample has been returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA with in thirty days of its conclusion via follow-up MDR.

Event description:
Nonconformance of cracked filter which leaked fluid. Product was not used with a patient. Set was being primed under the hood when the leaking was noticed.

Manufacturer narrative:
The complaint for the one product, t090-022v, lot# 1508010d, that was returned with the complaint for a cracked filter issue that leaked fluid is unconfirmed. Visual inspection of the exterior of the filter revealed no damages that would result in fluid leaking out. Also, fifteen psi of air was injected into the set from the drip chamber end, (proximal), with the vent holes covered with tape, all clamps open, and the distal end capped. There was no leak detected. Additional testing of the returned set was done to try locate the source of the alleged leak. First, the vent holes of the filter were covered with tape, then a 60 ml syringe filled with water was used to prime the tubing. The roller clamp was used to block fluid flow on the spike end of the tubing and a red non-vented cap was used on the distal end of the set. The filter was observed for cracks and leaks while constant exertion of pressure was applied to the plunger of a syringe that was attached to the y-site of the set. No visual defects/cracks were observed on the surface of edges of the filter, neither was there any fluid leaking out of the filter. The source of the reported fluid leak from a crack in the filter could not be determined. In reviewing this issue in vygon's complaint records, this is the 5th complaint in the last 3 years recorded as leaking filters on sets that use the .22-micron filter. All but this one complaint, which cannot be confirmed, was due to the breaking of the tubing port from the filter housing. To date, vygon has used roughly (B)(4) of these filters for various sets they build. The complaint rate for sets using these filters is .0006%. Corrective/preventative action: due to this complaint being unconfirmed and the low complaint rate for leaking sets that use the .22-micron filter, we are unable to take any corrective or preventative action.

Event description:
Nonconformance of cracked filter which leaked fluid. Product was not used with a patient. Set was being primed under the hood when the leaking was noticed.